Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications. Note 1: manufacturer made attempt to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer. Note 2: manufacturer contacted customer in a follow-up call on 05-sep-2025 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 198 mg/dl. The customer¿s expected blood glucose test result ranges are 130-140 mg/dl am fasting and 135-150 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/28/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 168 mg/dl date: (B)(6) 2025 time: 10:14am fasting. Result 2: 138 mg/dl date: (B)(6) 2025 time: 10:14am fasting. Result 3: 155 mg/dl date: (B)(6) 2025 time: 10:13am fasting. Result 4: 198 mg/dl date: (B)(6) 2025 time: 10:12am fasting. Result 5: 140 mg/dl date: (B)(6) 2025 time: 9:22am fasting.